Manufacturer narrative:
The reported event could be confirmed, since pictures of the broken device were provided by hospital. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Root cause is attributed to improper handling of device by application of excessive torque. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a foot & ankle procedure, the screwdriver broke while implanting the cannulated compression screw. Another screwdriver which was immediately available in the o.r. Was used to complete the case successfully with no delay. No adverse consequences reported.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that during a foot & ankle procedure, the screwdriver broke while implanting the cannulated compression screw. Another screwdriver which was immediately available in the o.r. Was used to complete the case successfully with no delay. No adverse consequences reported.